Manufacturer narrative:
(B)(4): eval, results/conclusions: (tight instent restenosis, lesion not adequately opened despite numerous pre-dilation attempts). Eval summary: the stent was positioned on the balloon as per specs. The balloon folds on the proximal pillow were partially opened and disturbed. A number of struts on the 1st proximal stent segment were raised and pulled proximally over the balloon pillow. Visual inspection confirmed there was no stretching or necking of the proximal balloon bond or the inflation lumen. Visual inspection confirmed there was no damage to the balloon material which could have prevented balloon inflation. (Ref MFR# 9612164201100261). Please note that this device (B)(4) is distributed outside the united states; however it is similar to the united states distributed product (B)(4).

Event description:
The physician was attempting to implant a 3.5 mm diameter x 9 mm length resolute integrity rapid exchange (rx) drug-eluting stent to treat a lesion in the rca of a nstemi pt with double vessel coronary disease. The mid rca showed tight instent restenosis. During the procedure the ostium of the rca was pre-dilated twice; however failed to dilate adequately. The mid rca was also pre-dilated, but again failed to dilate adequately. The mid rca stenosis was successfully treated with a 3.5 mm x 16 mm resolute integrity stent with a good result. The physician attempted to deploy the 3.5 mm x 9 mm resolute integrity stent to the ostium of the rca. The stent failed to deploy and was removed. Prior to this the physician had attempted to use another 3.5 mm x 9 mm resolute integrity stent; however this had also failed to deploy. Several add'l attempts were then made to pre-dilate the ostium, however the ostium would not expand and the procedure was stopped at this point. Post procedure pt status was reported as ok and no clinical sequelae were reported.